Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006425. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-09. Medical device lot #: 2006423. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and the plunger was difficult. The following information was provided by the initial reporter: leakage, air bubbles, stiffness, no as I trilled the new needles. About 3 weeks ago (unable to get exact date).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: a device history record review was completed for provided lot numbers. The reviews did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue one hundred samples belonging to lot number 2006425 and one hundred samples belonging to lot number 2006423 were returned for evaluation. Ten syringes from each lot were sampled for thorough examination; however, through examination no defects could be identified with the syringes. Regrettably, per the information provided and the returned samples, an exact manufacturing related cause could not be determined for the reported incident. H3 other text : see h.10.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and the plunger was difficult. The following information was provided by the initial reporter: leakage, air bubbles, stiffness, no as I trialled the new needles. About 3 weeks ago (unable to get exact date).